Event description:
A loaner system 6 sagittal saw was sent for eval due to overheating during a procedure. The procedure was completed with an alternate device. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.